Event description:
It was reported that the implantable pulse generator (ipg) had measured an open circuit on both channels after implant detect was completed. This could not be cleared by "clear data." The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.